Event description:
Device 2 of 2. Ref MFR report: 1627487-2012-03888. The pt received 2 scs leads with different lot numbers. It was reported the pt is no longer receiving effective stimulation in her left leg. It was also reported the pt experienced electrical surges in her left leg and no consistent stimulation. Lead diagnostics showed invalid impedance values for the scs lead. A sjm rep was unable to resolve the issue with reprogramming. No add'l info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.